Event description:
A customer identified a system operation issue during an applications site visit. No patient injury or claim of potential injury was reported. While performing a doppler vascular examination using an hdi 4000 ultrasound system the displayed carotid peak systole value in results box did not match caliper placement on the image. Caliper measures approx 1.00 cm/s; results box indicates the value is -0.40. The printed information displayed in the vascular report contained the correct information. It was determined that the results obtained and displayed in the the results box were accurate information, and the potential results were an average value obtained from the previously measured peak velocity and the current measurement displayed on the monitor. This would only occur under extreme circumstances such as the sonographer writing the doppler numbers on a worksheet and not providing the physician with images from the examination or the vascular report available on the system to make the diagnosis. If this rare occurence were to occur, a potential exists for diagnosis to be made from an underestimation of peak values and not treating a patient when they should as well as overestimating stenosis and treating a patient (surgery) when they should not. The potential harzard does not occur under routine or normal examination conditions because diagnosis is generally determined from doppler images and information provided in the vascular report. Area of concern (identified 07/2002): averaging pre and post stenotic doppler results resulting in a potential underestimation of the stenosis. The system design allows for averaging of doppler values in the vascular report and as measured from the doppler spectrum during a vascular examination was not expected by the user and is not a typical method for display of vascular doppler measurements during acquisition. Averaging of doppler peak values is expected in the vascular report. Philips ultrasound stopped shipping the hdi 4000 system on july 3 until revised software was released which removed the averaging capability of peak velocity values from the doppler spectrum during a vascular examination. Systems were released for shipment on july 2002 after new software was installed. The software will be installed on all hdi 4000 systems shipped before july 2002. Customers will also be notified by letter about system operation.